Event description:
Adverse event(s): "blurred vision at all ranges" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported experiencing blurred vision at all ranges following intraocular lens (iol) implant surgery. The consumer stated he has glasses for all ranges, but they do not really help. Medical records were requested and received. According to the medical records, the pt has a history of macular degeneration, hypertension, dermatochalasis, and anxiety (pre-existing). Medical records indicated a possible diagnosis of open angle glaucoma in the left eye. The consumer reported that he occasionally used his glaucoma medication in his right eye as a preventative measure. Eventually, glaucoma medications were discontinued completely. According to the operative note, the surgeon reported there was a slight snag of the iris nasally by the phaco needle during surgery. Postoperatively, a pseudo macular hole and trace posterior capsule opacification were noted at the one month postoperative visit. The consumer also reported experiencing glare at this visit. At the 3 month postoperative visit, the surgeon noted a lamellar macular hole. At 1 year postoperatively, the surgeon noted iris atrophy nasally in the right eye. At two years postoperatively, the consumer reported that he had difficulty reading secondary to circles over the letters. An epiretinal membrane was diagnosed at this visit. The consumer was referred to a retinal specialist for consultation in 2009 for f/u of his continued blurred vision. The retinal specialist observed the epiretinal membrane with lamellar defect. He recommended vitamin supplements and continued care. In the opinion of the surgeon, the iol did not cause or contribute to the event. The surgeon feels that despite counseling the consumer had very high expectations.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/28/2010 and 04/30/2010 by phone, fax, and mail. A completed questionaire was received on 05/04/2010. Medical records were received on 04/28/2010. (B) (4). (B) (4).